Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported doctor's visit and hyperglycemia. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 500 mg/dl with ketones present, while wearing the pod between 4 and 24 hours on the hip/buttocks area. Upon removal, it was noticed that the cannula had dislodged from the infusion site and was bent. The patient visited the doctor's office, where was placed on an intravenous (IV) of saline and a manual insulin injection was administered.